Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 21009246/21009246, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent explant procedure. No further information could be obtained despite good faith efforts.